Event description:
Clinical study, it was reported that a patient implanted with a 3000tfx, 21mm expired on unknown date due to unknown reason(s). Please note that the aware date is being used, as the date of event until the date of event is known. No additional information is available at this time.

Manufacturer narrative:
Device not returned. Requests were made for the operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: clinical study source document received on 10/07/2010 indicate that the patient expired on (B)(6) 2010 due to cardiac heart failure and mitral insuffiency. The official cause of death was noted as rheumatic heart fever. It was also noted that the event had no relation to the device and procedure, therefore it is no longer reportable. A device history record was not possible due to no lot/serial number was provided.